Manufacturer narrative:
H10: the customer biomed swapped lines from flow sensor to gas/o2 port to proximal. The customer did not respond to requests for additional information; therefore, the final disposition of the unit could not be verified, due to the lack of additional information. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/15/2022, 12/08/2022 and 12/28/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator, indicating vent inoperative 1009 pressure regulation high. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.